Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported left side "breast capsule" and "severe breast pain." Patient additionally reported "fungus in implant and it looked infected." Manufacturer of device is unknown. Device has been explanted.